Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor insertion the sensor applicator needle broke. The attempted sensor insertion was at the abdomen. No additional event or patient information is available.